Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 29. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and numbness. No further patient complications were reported.